Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 268 (mg/dl). A correction bolus was administered to address bg levels. Reportedly, customer is working with their health care provider to adjust pump settings; therefore, customer declined any further troubleshooting with tandem technical support.